Event description:
It was reported that auto mode switch episodes and v noise reversion episodes were observed. Myopotential oversensing and possible lead damage were suspected. Further testing was recommended. No further information is available.